Event description:
There was a sensor error with the ablation catheter after placement into the patient. The catheter was removed and replaced with no harm to the patient. Manufacturer response for ablation catheter, (brand not provided) (per site reporter) clinical site notified mfg rep directly.